Event description:
The device was used during a lavh procedure. Reportedly, the safety lock broke after the instrument was fired. The surgeon applied another instrument to complete the procedure. The hosp has reported no pt injury occurred.